Event description:
A patient in the ICU was connected to a ventilator when the unit alarmed and stopped working. The nurse and respiratory therapist responded immediately and the ventilator would not cycle even with manual breath initiated. The patient was bagged until they transfered him to a different ventilator. The malfunctioning ventilator was sent to the in-house biomedical engineering department for examination. It was tested by the in house biomedical engineering technician but no fault was found with the machine and the error log showed no record of alarms when the incident occurred. After conferring with the risk management department, it was decided to have a puritan bennett technical representative perform a final check of the unit. The puritan bennett representative performed all tests necessary to determine its functional status. He also could not duplicate the problem. All tests were passed, and the unit was returned to service. The patient was not harmed by this malfunction.